Event description:
It was reported that during a new implant procedure and afterward, issues with crosstalk and oversensing were observed. Device reprogramming was performed. However, externalized conductors on the lead were suspected as being the cause for the oversensing problem. The patient refused a lead revision. There were no adverse consequences for the patient.